Event description:
It was reported that during a ptca procedure, the balloon catheter became stuck in the guiding catheter. The entire system was removed without incident. No pt injury or complications occurred.